Event description:
The pt services rep (psr) of a male pt sent back a battery pack without any explanation.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The battery pack would not work because there was water inside the battery pack. The board was heavily corroded. The battery pack was scrapped. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.